Event description:
Information was received regarding a cadd solis vip pump. It was reported that there was a "cassette not attached" alarm. This occurred while testing. There was no patient involved.

Manufacturer narrative:
Other, other text: device evaluation- the device was returned for evaluation. The device was given functional testing; this showed the device gave an alarm with "cassette not attached" message when a cassette was latched. The issue was determined caused by a faulty cassette detector/downstream occlusion sensor.